Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 10 mm amplatzer vascular plug ii was selected for implant. During the implant procedure, while the device was partially deployed for positioning, the device became detached from the delivery cable. A snare was then used to recapture the device into the delivery system. A 12 mm amplatzer vascular plug ii was then attempted, but was found to be too large. No device was implanted and the procedure was aborted. The patient remained hemodynamically stable during the procedure, however there was a clinically significant delay. The patient is stable with no adverse consequences.

Manufacturer narrative:
An event of the plug prematurely detaching from the delivery cable was reported. The investigation confirmed the device met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.